Event description:
It was reported, the patient contacted sjm and stated his scs ipg is dead and may have migrated. A sjm representative contacted, the patient and the patient stated, he is in the process of finding a physician to have his scs system removed. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.